Event description:
Information was received from a consumer regarding a patient who was receiving dilaudid 1.0 mg/ml; 0.0496 mg/day via an implantable pump. Indication for use was failed back surgery syndrome and spinal pain. The date of the event was (B)(6) 2016. It was reported the pump had moved from the pocket and was dislodged. The pump had popped out, was twisting (flipped) and going up into her ribs and it hurt. When the patient was in a vehicle for more than 30 minutes she was in pain (preexisting pain condition with driving before implant). The patient had been treated for back pain for over 10 years. The patient was grafted and fused together prior to pump implant. The patient was told that some of the graft places was fracturing and chipping away in 2014-2015 (preexisting condition prior to the implant). The patient was advised by the physician to go to the emergency room (ER). The pump was not due for a refill until next year. The patient did not have a physician and had issues locating a new healthcare provider. The patient indicated if they could not find a new healthcare provider they were going to have to elect to get the pump removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.